Event description:
Reported by dr's office as: "a port leak from the septum."

Manufacturer narrative:
Tapper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. The product has been returned; however, device analysis is pending at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."